Event description:
It was reported that the zimmer skin graft mesher was making an irregular cut in center of the graft. Additional info received stating there was no pt harm or injury.

Manufacturer narrative:
The device was not returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.